Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent cartridge alarm (alarm 29) during the loading sequence. No impact to the customer's blood glucose. Customer changed the cartridge and insulin was resumed successfully.